Event description:
Needle broke off in the abdomen [needle injury]. Case description: pt reported that they had to go to the hosp in order to have a needle surgically removed as it had broken off in their abdomen. Occasionally pt reuses the needle. Further info has been requested.

Event description:
Analysis results received on 8/25/2001 (see section h10). It was reported that the needle was removed without any problems, and there were no sequelae.